Event description:
While walking, the pt sustained a periprosthetic spiral fracture. The femoral component was removed and replaced with a long stem component.

Manufacturer narrative:
Summary of evaluation: the evaluation results in conjunction with the medical opinion provided suggest that this event is not device related. The returned stem was replaced because the patient had sustained a fracture of his femur at the distal tip of the hip stem.